Manufacturer narrative:
Product is not returned as it is still in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this device delivered inappropriate anti-tachycardia pacing (atp) and electric shocks due to episodes of atrial fibrillation (af) with evidence of therapy exhaustion. The device was reprogrammed. No adverse patient effects were reported.